Event description:
It was reported by the rep the device was used during a laparoscopic cholectystectomy. It was reported the 5mm non bladed obturator trocar leaked pneumo due to a tear in the internal gasket of the cannula housing. The leak may have been caused when the surgeon applied pressure to the gasket with suture, during extracorporal suturing. 6/23/98 another trocar was pulled to complete the case there was not consequence to the pt.